Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas in conjunction with a dexcom g7, with the lowest blood glucose reported as 43 mg/dl and levels outside target for a couple of hours after announcing meals when glucose was around 70 mg/dl and consuming a zero-carbohydrate lunch despite announcing a normal meal. Symptoms included dizziness and lightheadedness. Outcomes included self-treatment with oral glucose sources including chocolate, orange, and glucose tablets, without ketone testing or professional medical intervention. Investigation included review of device data and user reports, along with troubleshooting and education on appropriate meal announcements and carbohydrate intake. Investigation of this case revealed that incorrect meal announcement relative to actual carbohydrate consumption likely contributed to hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.